Manufacturer narrative:
The insulin pump passed the displacement test, operating currents test, self test, and off no power test. No blank display was noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reports to have received a blank screen when attempting a bolus shot. Customer changed batteries, then received a button error alarm. Customer's blood glucose was 186 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.